Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed when an asymptomatic patient presented in clinic for a routine follow-up. Pacing lead impedance and sensing were stable. No further information was available. Patient will be closely monitored and was stable.